Manufacturer narrative:
This event occurred in (B)(6). The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter complained of a questionable inr result for 1 patient from coaguchek xs meter serial number (B)(4) compared to the laboratory result. At 13:36 the result from the meter with capillary blood was 6.5 inr. At 13:43 the result from the laboratory with venous blood was 1.65 inr. The qc was acceptable on 13-dec-2018. The patient had antiphospholipid antibodies and his therapeutic range was 2 - 3 inr. Per the limitations in the product labeling, antiphospholipid antibodies can potentially lead to elevated inr values. On (B)(6) 2019 the last provided inr result from the meter was 2.2 inr. On (B)(6) 2019 the customer went to the hospital for breathing problems and was admitted to the emergency room (ER). The result at the ER laboratory was 1.2 inr. The ER performed angio CT. The customer was diagnosed with acute multilobar pulmonary embolism. The patient was hospitalized from (B)(6) 2019. The patient had multiple tests to rule out any possible effects on other organs. There was no information provided on what specific type of testing was performed. He was tested every day for inr results from the laboratory and was discharged from the hospital with a result of 2.48 inr.